Manufacturer narrative:
Upon further review, it was determined that the gripping part did not fit properly, indicating a grasping issue rather than an open/close issue. A grasping issue is not considered a reportable malfunction, as no serious injury has occurred and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 3003398873-2026-00081. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, at the time of surgery, the gripping part did not fit properly. When the target membrane was grasped, the gripping part was cut off by the edge and could not be used. The surgery was completed on the same day, and there was no patient harm.